Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a closure of a finger laceration on (B)(6) 2018 and suture was used. During the procedure, the strand of suture broke about an inch from the swage as it was passing through the tissue. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.